Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the following: after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. As a result, patient has been experiencing severe pain and discomfort and inflammation in her left thigh and groin. He also experiences a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Due to patient's chronic pain and discomfort and other symptoms, patient will likely need to undergo revision surgery to replace the implant. Update 12/31/2014- pfs and medical records received. A dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated fractured stem (tip), osteolysis, and loose stem. No labs were provided for the alleged high metal ions. Primary operation indicated a previous acetabular wall fracture that was well healed. The unknown depuy hip is being changed to an acetabular liner. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/27/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.